Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced hyperglycemia with a blood glucose of 326 mg/dl due to an occlusion alarm on (B)(6) 2026. The patient was treated with manual injection. No further information available.